Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was suspected far field r-wave (ffrw) oversensing on a stored electrogram (egm) that did not appear to be a true atrial tachycardia/atrial fibrillation (at/af) event. It was also reported by the physician that the patient¿s heart rate was in the forties while the patient was at another medical facility and when the patient first arrived in the emergency room. It was noted that the implantable cardioverter defibrillator (ICD) was programmed with a lower rate of eighty beats per minute. The right atrial (ra) lead and ICD remain in use. No further patient complications have been reported as a result of this event.